Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room following a syncopal episode. The patient presented with intermittent long pauses and an escape rhythm in the 30 beats per minute (bpm) range. The device was unable to be interrogated with a programmer. It was noted that the patient had been lost to follow up. The device was successfully explanted and replaced. No additional adverse patient effects were reported.